Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: left breast implant saline mentor smooth round moderate profile 200cc, serial number (B)(4), catalog number 3502200. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate plus saline breast implants that the left side deflated after implantation. The issue diagnosed during physical examination. As a result, patient underwent removal and replacement on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Pe discovered a rent measuring approximately 4.5 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. The DHR was reviewed and no anomalies were found related to this complaint. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/11/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).